Event description:
The pt experienced a grabbing sensation and intolerable pain in her low back when stimulation was on. An x-ray taken in 2008, revealed that the lead was more lateral than midline. The hcp and field rep reprogrammed the pt's device multiple times. The pt continued to have more pain when using the stimulator. The pt was advised of the potential need for lead revision, but wasn't ready to proceed with surgery. The neurostimulator helped the pt's leg pain. The hcp reported the pt outcome as a non-serious injury.